Event description:
It was reported that the patient would have headaches when using the stimulator. Reprogramming helped and the headaches were intermittent. The patient underwent an explant procedure still due to the headaches. All device components were removed and discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 7070839.